Manufacturer narrative:
It was reported that a revision surgery was performed due to failed right total hip arthroplasty revision secondary to periprosthetic joint infection and dislocation. The associated devices, used in treatment, were not returned for evaluation. Thus the product analysis could not be performed. A review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. This reported failure has been identified in the instructions for use and risk management files as potential adverse events. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A clinical evaluation noted although it was reported that the patient had elevated esr and crp values, no lab reports or units of measure were provided in the patient's record. Reported increase in esr and crp along with intraoperative findings of a chronic anterior dislocated head, pseudoacetabulum along the ileum and chronic abductor tear along the greater trochanter are consistent with a perioprosthetic joint infection and dislocation as reported. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to failed right total hip arthroplasty revision secondary to periprosthetic joint infection and dislocation.